Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. In this case, as the single leaflet device attachment (slda) was observed approximately 4 months post procedure, it is possible that the patient condition over time affected leaflet insertion in the clip, resulting in the slda; however, this cannot be confirmed. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the single leaflet device attachment (slda), and increased mitral regurgitation. It was reported that one mitraclip was implanted on (B)(6) 2016 reducing mitral regurgitation grade from 3 to 1. Echocardiogram during a standard follow-up visit on (B)(6) 2017 found that the mitraclip was only attached to the posterior medial leaflet and mitral regurgitation was grade 4 (severe). A re-clip procedure is planned. No additional information was provided.